Manufacturer narrative:
Investigation is ongoing.

Event description:
As per engineering observation, balloon inflation leakage was observed on the proximal shoulder of the damaged area. As reported by our spanish affiliate, during insertion of an ultra delivery system through axela sheath by transfemoral approach, resistance was noted and the valve got stuck in the sheath. The sheath and delivery system were retrieved as a unit. There was no vessel injury reported. A non-edwards tavr was implanted. The patient is stable. Of note, during axela sheath and delivery system separation maneuvers outside of the patient, the ultra ds balloon was damaged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was returned to edwards for evaluation. Visual inspection revealed that the balloon material is damaged/punctured, forming strand like material at the location of the distal and proximal balloon shoulders. The patient imagery was provided and revealed mild to moderate calcification in the access vasculature. During functional testing, upon inflating and deflating of the delivery system balloon, leakage was observed through the damaged balloon material. Dimensional testing was unable to be performed due to the location of the pinhole (leakage is not on working length of balloon). The delivery system and the components are inspected several times throughout the manufacturing process. During balloon final inspection, the balloon is 100% dimensionally and visually inspected per procedure. A balloon burst test ins performed per procedure. During final balloon forming, 100% visual inspection is performed per procedure. During balloon dimensional inspection, the shoulder-to-shoulder distances of the formed balloons are 100% dimensionally inspected. Delivery systems are 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon per procedure. During final inspection, the entire device is 100% inspected by both manufacturing and quality per procedure. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the reported event. A lot history review was performed on the work order and did not reveal any additional complaints for this event. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other similar returned complaints for the trend categories above that were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that procedural/patient factors may have contributed to the event. A review of complaint history revealed that the occurrence was not met for the (B)(6) 2019 control limit for these trend categories. A review of complaint history from (B)(6) 2018 through (B)(6) 2019 revealed no additional complaints for the ultra delivery system for another complaint code. As a result, review of similar events and associated root causes could not be performed. The ultra delivery system is a newly commercialized device, and control limits therefore have not yet been established. The IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural manual instructs on delivery system insertion through sheath using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops, keep loader completely inserted in sheath until just before delivery system removal at end of procedure, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip (use short movements to prepare high friction), push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure the valve and sheath are not damaged, and consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. While advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Based on the review of the IFU and training manual, no deficiencies were identified. The complaints were confirmed based on the condition of the returned delivery system. No manufacturing non-conformances were identified in the returned device upon thorough inspection. Furthermore, a review of complaint history, lot history, DHR, manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. A review of IFU/training materials revealed no deficiencies. Evaluation of the returned device sample confirmed balloon damage around the proximal and distal shoulder region, which resulted in balloon leakage during functional testing. A product risk assessment (pra) and CAPA were previously initiated to investigate, address risks, and drive corrective actions concerning balloon burst/leakage during deployment in the ultra delivery system. Investigation found that high push forces of the delivery system and thv through the sheath may result in damage to the balloon material at the shoulder region due to thv strut interaction with the balloon material, making the device susceptible to leakage/burst. As high push forces were noted during this case, and damage at the balloon shoulder region is indicative of strut interaction with balloon material, available information suggests that procedural factors identified in the pra and CAPA may have contributed to this complaint event. In this case, available information suggests that procedural factors (high push force through sheath) may have contributed to the complaint event. A review of complaint history, lot history, DHR, manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that the occurrence was not met for the (B)(6) 2019 control limit for these trend categories. Therefore, a pra and CAPA were previously initiated to address ultra burst/leakage and potential withdrawal issues. This CAPA is currently in the control phase.